Event description:
During a leforte 1 osteotomy procedure on (B)(6) 2013, surgeon was using a screwdriver blade from a matrix orthodontic set. The screwdriver blade would not hold the magnetic pool for holding the screws, and fell into the patient's maxillary sinus. X-ray was taken and the screw was removed. This caused a 20 minute delay in surgery. The incident did not effect the outcome of the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted. The report indicates the device was received in good condition. Orchid unique manufactured the matrix midface screwdriver. Due to an unknown cause the bit will hold the screw. The material, diameter and tip of the product are determined to be within specification. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.